Event description:
This lead was returned with oos documentation from biotronik representative. Per the oos, "this lead dislodged and would not remain fixated during revision. The physician felt that tissue was attached to the screw." This lead was replaced with linox sd 75/16.